Event description:
It was reported that the customer received a low battery alarm and the display on the customer's insulin pump went blank. During troubleshooting, it was stated that there were no signs of physical damage, the insulin pump was not dropped, bumped, or exposed to moisture. The contacts on the battery cap were not missing or damaged. The customer stated the battery compartment and spring were neither damaged nor corroded. The customer was advised to insert a new battery and the display did not return. After the battery cap contact was cleaned and allowed to dry, a new battery was inserted and the display returned. A self-test was performed and was passed. The customer's blood glucose was 144 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).